Event description:
Pt had fasting am blood glucose tested on suspect device and was 515 mg/dl. Nursing facility called dr and was advised to give him 2 units of insulin and take to hosp (pt does not normally take insulin). 45 mins later lab blood glucose was 179 mg/dl and pt's suspect device blood glucose read 585 mg/dl. Suspect device was not properly coded to match strip lot number.